Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was being performed by tandem technical support, however, the customer declined to complete the check. Customer cleared the alarm and resumed insulin delivery. Customer's blood glucose was 300->500 mg/dl at the time of event.